Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly or back light anomaly noted during testing. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to read anything on the screen. Customer stated that screen of insulin pump was very dim and the text was jumbled. Customer states the insulin pump was neither dropped nor bumped also nor exposed to moisture. No harm requiring medical intervention was reported. The devise will be returned for analysis.